Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer had failed and required maintenance. A field service engineer provided assistance and verified that all the pockets were opened during the inspection in the hardware testing application. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and not detected on the communication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in patientcare workflow. There were no adverse events or injuries reported based on this event.